Event description:
The aus device was implanted in 1999. In 1999 the cuff was removed due to erosion. In 2000 the pump was removed from the pt due to erosion of the cuff. The pump and cuff were re-implanted.